Event description:
Coronary angiography revealed a totally occluded rca (d). Ptca of the rca was performed with another company's 6f jr4 guiding catheter, and a guidant intermediate guide wire. The guide wire had difficulty crossing the lesion. An attempt was made to remove the guide wire to exchange it for another guide wire; however, the guide wire was so difficult to remove, it broke into two parts. An attempt was made to use a snare, but it failed. Finally, surgery was performed to remove the guide wire successfully. The patient was reported to be in good condition.